Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After confirming that it was triggering an error 319, the fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed the usm triggered error 319. The usm was tested on a pftp and failed fiber tests pointing to rolling loop fiber. During inspection, the rolling loop fiber was found tangled and the spring guide was loose. The root cause of the product failure was attributed to a component failure. A log review was performed by the technical support engineer (tse) during the troubleshooting call. Per the review, the issue occurred on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer converted to a different patient side cart (psc) after the start of the procedure due to one of the universal surgical manipulators (usm) being disabled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was unable to move universal surgical manipulator (usm) 1. The technical surgical engineer (tse) reviewed the logs and found the usm had been disabled after a non-recoverable 319 error on armnet 1. The customer attempted to power cycle prior to calling, but received the 319 error again. The tse had the customer perform a hard power cycle of the patient side cart (psc), but the system again faulted with the error. Once the arm was disabled, the psc completed self-test and there were no other issues. The surgeon stated that they needed all four arms for the procedure. The tse assisted the caller with switching the to a different psc. The customer was successful with swapping out the psc. There were no other system related issues. The site continued the procedure with no reported complications. Follow-up was performed on 22-apr-2022 and additional information was obtained about the complaint. The procedure was completed as planned without any injury or harm to the patient.